Event description:
It is reported that the patient faced occlusion issues on (B)(6) 2026 which leads to high blood glucose and was treated by correction injection via mdi (multiple daily injections). The blockage was in the tubing. The patient resolved issue by changing supplies as necessary and resumed insulin therapy.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.